Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was called into clinic for follow up following a remote transmission showing lead noise. The device was checked and noise and intermittent loss of capture were observed when pressure was applied to the device. The device was explanted and replaced. The patient condition was stable and doing well following the procedure.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory due to review of device egms. The device was tested on the bench and no anomalies were found.